Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing a false positive result. Gram stain was used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: fas investigate the problem , and the volume of sample inoculated into the bottles, were greater than the volume inoculated, recommendations were given to the user , the bottles were reintroduced to the equipment and were checked until the end of the protocol, they were seeded and gram stain was performed, resulting negative.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. Bd field service engineer (fse) dispatched and confirmed that the false positives are caused due to customer workflow issues. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was customer workflow. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing a false positive result. Gram stain was used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: fas investigate the problem , and the volume of sample inoculated into the bottles, were greater than the volume inoculated, recommendations were given to the user , the bottles were reintroduced to the equipment and were checked until the end of the protocol, they were seeded and gram stain was performed, resulting negative.